Event description:
Caller reports the patient tested 4.9 inr on the coaguchek s system and 2.6 inr on a comparison lab. Coumadin was unchanged based on lab result. No adverse event reported. Requested return of suspect system, however, strips are unavailable for return. Replacement was sent.